Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from (B)(6) 2021 - (B)(6) 2021. H10: seven (7) actual samples were received for evaluation containing 82, 58, 47, 46, 91, 72 and 110 ml of fluid in their bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all devices, and the flow rate of the devices were found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter was unable to determine root cause for this underinfusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the events occurred on an unknown days in (B)(6) of 2021 (between november 16, 2021 and november 19, 2021). Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are seven (7) large volume ce infusors under infused. The devices were being used to deliver aciclovir 3g in 24 hours, delivered as 2 x 1.5g simultaneously via a dual lumen PICC line (a peripherally inserted central catheter). At the end of the expected delivery times, two devices had approximately 30-60% remaining, one had approximately 20% remaining and three had 20-60% remaining at the end of the expected infusion time. This was observed during a series of infusions on a patient. The device was filled with aciclovir,1500mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.